Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector the on lcd board unlocked. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that down arrow button was not responding. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.